Event description:
It was reported that revision surgery is scheduled to be performed due to elevated metal ion levels and metallosis.

Manufacturer narrative:
It was reported that hip revision surgery has been recommended but has not been performed yet. As of today, additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. During implantation, peripheral osteophyte was removed. Approximately 14 months post implantation, the patient underwent a bursectomy due to reported greater trochanteric bursitis. Starting at 6 ½ years post implantation, over a period of almost 11 months, the patient¿s cobalt and chromium levels were tested three separate times. The patient was found to have abnormal cobalt and chromium levels on all three analyses. It was reported that patient requires revision, but it has not yet been performed. Review of the provided implantation report indicated no inconsistencies related to the surgical technique, a potential cause or contributing factor for a future revision. Based on the information provided, the root cause of the elevated metal ions and reported bursitis cannot be concluded, and there is no evidence the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, planned revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.